Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of the device from the customer, device underwent 3 volumetric infusion evaluations of 125ml/hr (secondary) with volume to be delivered of 125ml and 50ml/hr (primary) with volume to be infused of 50ml. All these evaluations tested in specification and with no downstream occlusion, air-in-line or container empty alarms. Volumetric evaluation results: 1st test: 171ml or 97% of expected volume; 2nd test: 170ml or 97% of expected volume; 3rd test: 170ml or 97% of expected volume. A device operation log review show a secondary infusion start on (B)(6) 2014 at 8:11am at set rate of 125ml/hr and volume to be delivered of 125ml. Downstream occlusions occurred at 8:22am, 8:44am and 8:52am. Secondary turned over to primary infusion at a rate of 50ml/hr and volume to be delivered of 33.9ml occurred at 9:59am. Infusion was stopped with .4ml remaining for a total infused of 125ml (secondary) and 33.5ml (primary). Infusions continued at 50ml/hr for an additional volume infused of 58ml. No further infusions on the day. On (B)(6) 2014 at 13:54pm, a secondary infusion began at a rate of 125ml with volume to be delivered of 125ml. Rate was increased to 925ml/hr at 13:55pm. Air in lines occurred at 13:56pm and 13:57. Rate was adjusted to 125ml/hr at 13:59pm. The infusion stopped with a container empty alarm at 14:04pm with 14.5ml infused. No further infusions on this day.

Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es device caused an under infusion to the patient. Customer did not provide the name of medication infused. Customer contact stated infusion dates to be (B)(6) 2014. Customer contact stated the set rate for primary infusion to be at 50 ml/hr with a volume to be delivered of 50ml. Secondary (piggyback) infusion at 125ml/hr with a volume to be delivered of 125ml. Customer contact stated a message on this device of "incorrect volume infused." Customer reported that patient experienced no adverse effect as a result of this reported issue.